Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet experienced hyperglycemia followed by severe hypoglycemia after an infusion set issue suspected to be a bent cannula, with care transitions managed by caregivers and subsequent removal from the system by emergency personnel. Symptoms included loss of consciousness and hypotension consistent with severe hypoglycemia. Outcomes included emergency medical services, emergency department care, hospital admission, intravenous dextrose, multiple glucagon administrations, and recovery with the ilet later resumed. Investigation included a review of therapy history and user reports. Investigation of this case revealed fluctuating glucose associated with infusion site integrity concerns and no confirmed device malfunction. It was concluded that the cause of the hyperglycemia and subsequent hypoglycemia was unclear.